Event description:
Philips rec'd a report from a customer reporting that the operator was attempting to raise the couch from the lowest position by pushing the button on the gantry and the couch would not move. There was no pt involvement with this event.

Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).